Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (55888), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. The needle was re-sterilized before the procedure. At first, one healix advance anchor was inserted into the humerus. Next the needle in question was applied to six sutures which came out of the anchor. During the needle handling, the surgeon wondered if the needle's tip might contact with the acromion. But the nurse confirmed that the tip would not contact with the acromion. She also confirmed that the tip was on the needle for sure. After the procedure was performed, it had been put in the saline. While the needle was being cleansed on the morning of (B)(6), it was found that the tip had been lost. They tried to locate the tip in the operating room, which failed. Next, they reported event to the surgeon. The patient was x-rayed, and it was found that something like the tip was seen in the shoulder. Additional information received from the affiliate reported the device will not be returning for evaluation.